Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient also woke up this morning with a blood glucose of 490 mg/dl. The patient treated with a 10-unit manual insulin injection. The customer was advised that the site may have been occluded. The insulin pump was not returned for analysis.